Event description:
Pharmacist dispensed medication to be drained into an empty intravia 500 ml container. Medication was drained and sent to the cancer center nurse. Nurse called saying that the secondary set was falling out of the fluid bag. Registered nurse (rn) returned medication and secondary set to pharmacy. Upon exam, pharmacist founded secondary set to not be secured and easily removed from port. If rn had hung the medication, it would have spilled on the floor. This port was not touched by pharmacy.